Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms occurred during the loading sequence using multiple cartridges. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.